Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The facility reported several instruments needed to be exchanged due to breakage. The instruments were identified as broken (the instruments were set aside in the office and found in a container) and they were uncertain if breakage occurred during a surgery. However, they were able to confirm all of the broken pieces of the instruments were together. No patient harm was reported and they had recovered all broken pieces.